Event description:
Allegedly during removal surgery, the surgeon heard 3 times abnormal noises when he removed the screws. The surgeon want to know the cause of noise.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00064, 00065. This event occurred in (B)(6).